Event description:
Description: customer hospitalized and released the same day for diabetic keto-acidosis. Stated having prior high blood glucose. During change of set it was noticed that the cannula was crimped and was leaking at the hub. Customer contacted md for instructions on manual injections.